Event description:
During the surgical procedure l4-l5 anterior lumbar interbody fusion, interbody cage placement, and anterior instrumentation, it was noted that a piece of the frazier suction tip had sheared off. Unable to determine when this occurred. Imaging performed without indication an object of the same shape visible by radiologic exam.